Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer adjusted the time by 7 minutes and this adjustment crossed over through midnight and caused the day to repeat in the pump data. The customer was successfully able to change the time on the pump. There was no reported impact on the customer's blood glucose level.